Event description:
The surgeon inserted an 22.5 diopter aa4203tl silicone plate toric lens and the trailing haptic got stuck in the cartridge. The lens was removed and discarded. No incision enlargement or sutures were required. The reporter believes the event was caused by a sharp mouth on the cartridge. There was no pt injury. Another lens was implanted.